Event description:
It was reported patient underwent an initial procedure on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2011 due to product allegedly did not function as intended. No further information has been provided to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under warnings, number 3 states, "the implants can loosen or be damaged and the graft can fail when subjected to increased loading associated with nonunion or delayed union." This report is based on allegations set forth in patient family member's complaint and the allegations contained therein are unverified.